Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient was not getting pain relief. A catheter access port procedure resulted in no fluid drawback and it was noted the "catheter is anterior." A catheter revision was planned to move the catheter posterior. It was noted that it was unknown if the catheter was implanted anterior or if it moved after implantation. The issue was not resolved. The patient's status at the time of the report was alive - no injury. No further complications were reported.